Event description:
It was reported that the right ventricular (rv) lead had unstable threshold since implant. Under fluoroscopy, the lead was still attached to the septal wall, however once removed from the body there was a substantial amount of tissue intertwined in the helix which had not completely retracted. The lead was removed and replaced with a different lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was tissue on the helix. It was noted that there was blood in/on the helix/lobe mechanism. It was visually noted that the lead was returned with tissue on the helix and the helix was not completely retracted. However, the helix functions were able to be extended and retracted within specification after the tissue was removed.